Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose (bg) was not impacted due to this event. The customer reported they are using manual injections for diabetes management. Additionally, it was reported that the customer received an occlusion alarm. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.